Event description:
The hcp reported the pt presented with signs of an infection of the lumbar region. These included redness, swelling, drainage, pain, and incisional wound opening. A culture of the lumbar region was positive for staph aureus - the pt did not have meningitis. The pt was treated with IV antibiotics and total device system explanted. The infection resolved and the pt experienced no drug withdrawal. The pt had a risk factor of malnutrition.